Event description:
It was reported that the machine only works when ac is plugged in to machine. Customer reported that "unit turns off when unplugged. Battery light does not illuminate". There were no alarm or error message prior to the device turning off by itself notifying the user of the malfunction and the unit was able to engage in patient monitoring. There were no consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, it was found that the unit was returned with a broken ac power entry module (j1) on system board and there was no ac power indicator illuminated. A service history record review reveals that this unit was in the field for over two years with no previous reported issues prior to this reported event.